Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) was alarming erroneously. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The abd was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (psr) could not duplicate the reported complaint. The pst connected the abd to lab use only (luo) testing equipment. After the circuit was set up, the abd was activated from the central control monitor (ccm). Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The abd was left on a circuit for several hours to see if it would spontaneously alarm and it did not.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.